Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high, out of range pacing impedance (greater than 3000 ohms). A new lead of the same model was implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Correction to field b1: adverse event/product problem and b2: outcomes attrib to adv event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedances.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high, out of range pacing impedance (greater than 3000 ohms). A new lead of the same model was implanted. The lead is expected to be returned for analysis. No adverse patient effects were reported.